Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, low sensing values had been observed on the right ventricular lead. X-ray imaging was normal, as were all other electrical values. No patient symptoms were reported. The physician felt that the sensing decrease was due to the patient's anatomy. The lead was successfully explanted and replaced on (B)(6) 2016.